Event description:
Olympus medical systems corp (omsc) was informed that during an ebus-gs (endobronchial ultrasonography with a guide sheath) using subject device with a guide sheath, the doctor found that the radiopaque tip in the distal end of the guide sheath fell off when he inserted the subject device into the guide sheath and felt a resistance upon pulling into the guide sheath in the channel of a bronchoscope during the procedure. The radiopaque tip reportedly could not be retrieved from the pt and the procedure was cancelled. It was reported that the pt was discharged from the facility after hospitalization for several days.

Manufacturer narrative:
The subject device, the bronchoscope and the guide sheath referenced in this report were returned to omsc for eval. The eval confirmed that there are some kinks and stretched portion in the insertion section of the subject device, however there was no abnormal point related to the event. The eval also confirmed the reported phenomenon duplicated when the bronchoscope and other guide sheath was combined. There were notable deformations in the insertion section and biopsy channel at the distal end of the bronchoscope. Omsc concluded that the reported phenomenon occurred due to the deformation of the bronchoscope. It is highly possible that the deformation was caused by mishandling by user. This report is being submitted as a medical device report in abundance of caution.